Event description:
During the implantation procedure, this device was unable to convert the patient @ max output and there was not capture. Therefore, the device was not implanted. Note: qa did not receive this information until (B)(6)2010.

Manufacturer narrative:
(B)(6) 2010 a response from the manufacturer is pending. Device was not returned

Event description:
During the implantation procedure, this device was unable to convert the patient @ max output and there was not capture. Therefore, the device was not implanted. Note: qa did not receive this information until (B)(6) 2010.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device was not returned, the manufacturer sent a response. All available information suggests that the ICD operated as specified. The reported capture failure issue could not be analyzed since the device or programmer printouts were not returned. Device was not returned.